Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Based on the information provided, the requested tnih and ckmb tests were added by the operator to an older sample order from 23-may-2019 where a ferritin 1:100 dilution had been performed and scheduled in the software. The laboratory number and sample barcode of the new sample introduced on 23-jun-2019 was the same laboratory number and sample barcode remaining in the active database for the ferritin dilution (1:100) sample. As a result, a dilution factor (100x) was automatically applied to the tnih and ckmb tests, resulting in falsely elevated values. Siemens is investigating.

Event description:
Discordant, falsely elevated high-sensitivity troponin I (tnih) and ckmb results were obtained on an advia centaur xpt (#1) instrument. The results were reported to the physician(s), the patient was hospitalized and administered anticoagulation. The patient sample was retested a few hours later on an alternate advia centaur xpt (#2) instrument, resulting lower. The lower alternate advia centaur xpt (#2) tnhi and ckmb results were reported to the physician(s) as the corrected results. There are no known reports of adverse health consequences due to the discordant, falsely elevated high-sensitivity troponin I (tnih) and ckmb results and administered anticoagulation.

Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00227 on 11-jul-2019. Additional information (26-sep- 2019): the system software logs and data base information were not provided for further investigation. There have been no other reports or complaints regarding this issue. The customer has not observed any other discordant results and does not require further investigation by siemens. Based on the available information, the cause for the non-reproduced discordant, falsely elevated high-sensitivity troponin I (tnih) and ckmb results is unknown. The instrument is performing within specification. No further evaluation of the device is required. Section h6 result code and conclusion code were updated to reflect the additional information.